Event description:
(B)(4). Never requested the device, requested bilateral tubal ligation natural tying of the tubes, and I was given essure by doctor (B)(6), obgyn, without my permission consent or knowledge about the product; on the day of the procedure, I was told to take valium and come into the office (B)(6), then I was given toradol. Immediately after I started experiencing heavy periods blood clots, pain during intercourse, extreme cramping irregular periods, fatigue, outbreak of rashes and hives, in (B)(6) when I asked for my tubal to be reversed that's when I found out I had essure. Lot# 835439 2 coils in the left 3 in the right.